Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were closing the vaginal cuff in a total laparoscopic hysterectomy, the needle came off the device and fell into the patient¿s cavity. They used a grasper to retrieve the needle, and they threaded it back through the loop of the suture and removed the entire suture with the needle intact to complete the case. They also noted that the device was difficult to load and unload. There was no patient injury.